Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant using a 12f amplatzer torqvue delivery system. The device was flushed appropriately and prepped in accordance with the instructions for use (IFU) prior to insertion. The patient¿s vital signs were stable, and the electrocardiogram (ECG) showed normal st segments before device advancement. During the procedure, the amplatzer amulet 25mm device was advanced to the tip of the sheath without any resistance or difficulty. Upon advancement, st segment elevation was observed on the electrocardiogram and the patient reported chest pain. In response, intravenous fluids were administered as directed by the physician. As the st elevation persisted for approximately five minutes, arterial access was obtained, and coronary angiography was performed to assess for potential coronary obstruction. The angiogram did not reveal any evidence of coronary blockage. Following the angiographic evaluation, the st segment elevation resolved. No air bubbles or anomalies were observed during device deployment. Based on the clinical presentation and findings, the physician suspected a possible air embolism, potentially in the left coronary artery; however, this was not confirmed, and no embolism was visualized. No differential diagnosis was offered by the physician. The st elevation was attributed to the procedure. The device was repositioned or recaptured during the procedure. Following the coronary angiographic evaluation, the procedure was aborted the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of patient effects of angina, non specific EKG/ECG changes, and a potential air embolism was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported angina, non specific EKG/ECG changes, and a potential air embolism, could not be confirmed. An unexpected medical intervention was a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 2199 no health consequences or impact.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant using a 12f amplatzer torqvue delivery system. During the procedure, the amplatzer amulet 25mm device was advanced to the tip of the sheath. Upon advancement, st segment elevation was observed on the electrocardiogram. In response, intravenous fluids were administered as directed by the physician. As the st elevation persisted, arterial access was obtained, and a coronary angiogram was performed to assess for potential coronary obstruction. The angiogram did not reveal any evidence of coronary blockage. Following the angiographic evaluation, the st segment elevation resolved. Based on the clinical presentation and findings, the physician expressed a suspicion of a possible air embolism. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.